Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
Additional information received states that the patient was seen in follow up and noted dryness in both eyes that has improved since punctal plugs were inserted. The patients light sensitivity has improved. The patient is using topical artificial tear drops and is using a face mask at night to keep eyes closed.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with light sensitivity in the both eyes approximately two months post lasik. The patient was noted to have 1+ inferior superficial punctate keratitis. The previously prescribed topical steroid eye drop was increased. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.